Event description:
Allegedly, there was a revision hip surgery due to infection where death occurred.

Manufacturer narrative:
Additional info has been received. Product involved in revision which resulted in patient death was not wmt/mpo product. Patient was revised due to pain, metallosis and infection. This is the same event as 3010536692-2014-00384, -00385, 00386.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-00384, -00385, -00386. This report will be updated when the investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.